Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald ¿ syringe cracked at the luer.

Event description:
It was reported that a bd emerald ¿ syringe cracked at the luer. This occurred on 2 separate occasions but the date/time is unknown.

Manufacturer narrative:
Describe event or problem: it was reported that a bd emerald ¿ syringe cracked at the luer. This occurred on 2 separate occasions but the date/time is unknown. Investigation summary: DHR- bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2027 (october 5th ¿ 19th, 2018). Syringes were assembled in lot #8282826 and lot #8271612. Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8282796, #8270599, #8271566, #8268796, #8261872, and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected sample and ten reference samples. Visual inspection of the returned sample presented the tip broken. That confirmed the reported issue. The inspection of the reference samples did not present any issue, no defect in the provided samples. Conclusion(s): the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the moment of use or some strong conditions during handling or use of the product.